Manufacturer narrative:
Additional information is being requested of a local representative for the model and serial number of the lead. This report will be updated once this information is obtained.

Event description:
It was reported that this right atrial (ra) lead exhibited noise. Device data was sent to rhythmcare for review. Data review determined there was oversensing and undersensing of the reported noise. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.